Event description:
After 2 gdc coils were deployed, the third coil was able to take 2 or 3 loops and then the doctors could not pull back or push forward. Coil separated at the junction, 2 or 3 loops stayed in aneurysm, rest of coil stretched and was still in the ica. Comment: coil left behind was similar to gluing catheter in place during glue procedure.